Event description:
The user is experiencing fluctuations and static in sound quality with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing fluctuations and static in sound quality with the device. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient's hearing performance with the device is not satisfactory, however, no obvious technical problem could be detected from the received information from the field. In situ measurements show the device working within specification. In addition, it was reported that during explantation surgery parts of the electrode had broken off, remained in the cochlea and were only removed weeks later during a revision surgery. The concerned device was explanted but has not been received for investigation yet.